Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had e217 scope error display on screen when connect to processor. The issue occurred during inspection for use. There were no reports of patient involvement

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope malfunction error(e218). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: endoscope failure (e217) occurs due to corrosion of the scope connector and a short circuit in the circuit board unit causes scope malfunction error(e218). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.